Event description:
Customer was admitted to hosp for low blood glucose. Customer stated she was changing her infusion set and was connected to the pump before the manual prime was completed. Stated the pump was flashing "disconnect" and pumped her entire reservoir's worth of insulin in her body before she had a chance to disconnect the quick release. Stated that pump also showed "no reservoir" when the manual prime was attempted. Customer called the helpline, and was advised to call 911 immediately and to call back once she had been taken care of in the emergency room. Customer stated that she was taken to hosp and she was in the intensive care unit and had to be given continuous IV clucose until her blood glucose stabilized. Customer stated that her blood glucose fluctuated widely and that her md in the hosp said that she was close to death. Her dr in the hosp put her back on mdi once her blood glucose stablilized and advised her to not go back on pump therapy.